Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 20100995.

Event description:
It was reported that the patient's right linear lead was exhibiting high impedances upon reprogramming. It was noted that the patient was not experiencing any stimulation issues. The patient underwent a linear lead replacement procedure. The patient was doing well postoperatively and had great coverage. The lead was disposed by the medical facility.